Event description:
This record captures a review of 'a modified posterior c1/c2 fusion technique for the management of traumatic odontoid type ii fractures by using intraoperative spinal navigation: midterm results' from the orthopedic journal. The objective of this study was to assess midterm safety and efficacy of a modified goel¿harms technique for the treatment of odontoid instabilities. Twenty-six patients who underwent c1/c2 fusion with the modified technique and who met the inclusion criteria were prospectively analyzed between (B)(6) 2007 and (B)(6) 2014. The median follow-up period was 39 months (range: 6¿97 months), with all patients having a minimum follow-up of 6 months. It was reported that one patient received revision surgery for a dural tear that was not noticed during the initial surgery. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). This report captures the dural tear and revision surgery.

Manufacturer narrative:
The article 'a modified posterior c1/c2 fusion technique for the management of traumatic odontoid type ii fractures by using intraoperative spinal navigation: midterm results' in the journal of orthopedic trauma , volume 32 (e366-e371) 2018, was reviewed. There are no allegations of stryker device malfunction. Absent direct claim by the authors, it is reasonable to conclude that the stryker device did not cause or contribute to the dural tear. This event is a common and well-documented sequelae associated with surgery and is not attributable to a stryker device.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'a modified posterior c1/c2 fusion technique for the management of traumatic odontoid type ii fractures by using intraoperative spinal navigation: midterm results' from the orthopedic journal. The objective of this study was to assess midterm safety and efficacy of a modified goel¿harms technique for the treatment of odontoid instabilities. Twenty-six patients who underwent c1/c2 fusion with the modified technique and who met the inclusion criteria were prospectively analyzed between january 2007 and december 2014. The median follow-up period was 39 months (range: 6¿97 months), with all patients having a minimum follow-up of 6 months. It was reported that one patient received revision surgery for a dural tear that was not noticed during the initial surgery. In accordance with FDA guidance issued 08 november 2016, because limited information is available about each reportable event, an individual MDR is being submitted for each device identified by distinct generic names (screw, rod, cage, etc.) And each event type (death, serious injury, malfunction). This report captures the dural tear and revision surgery.